Manufacturer narrative:
The device was returned and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the aic (automated impella controller) had a broken purge disc holder. The aic was removed from service as a result of the damage. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. Console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The root cause of this issue was a broken purge retainer.